Event description:
It was reported that the patient presented for a follow up check. Upon device interrogation, the leadless pacemaker exhibited high capture threshold. The patient experienced bradycardia. No intervention was performed and will further be monitored. The patient was feeling well and was stable.